Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device breakage ("fracturing of the device") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), menorrhagia ("menorrhagia / abnormal bleeding menorrhagia"), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), weight increased ("weight gain") and abdominal pain upper ("lower stomach pain"). The patient was treated with antidepressants, biotin, surgery (hysterectomy, on (B)(6) 2014- total hysterectomy (uterus and cervix removed)) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pelvic pain, menorrhagia, hormone level abnormal, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, alopecia, weight increased and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, alopecia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: she did not receive treatment for dysmenorrhea and lower stomach pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Most recent follow-up information incorporated above includes: on 15-mar-2018: plaintiff fact sheet was received. Events added from pfs- hormonal changes, abnormal bleeding (general), abnormal bleeding vaginal, abnormal bleeding menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, pain, weight gain and did not undergo an essure confirmation test. Reporter information, historical condition was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device breakage ("fracturing of the device / surgical removal of coils") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 2 months 5 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), menorrhagia ("menorrhagia / abnormal bleeding menorrhagia"), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), weight increased ("weight gain") and abdominal pain lower ("lower stomach pain"). The patient was treated with antidepressants, biotin, surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, genital haemorrhage, menorrhagia, hormone level abnormal, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, alopecia, weight increased and abdominal pain lower outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, alopecia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: she did not receive treatment for dysmenorrhea and lower stomach pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs received. Outcome of event pelvic pain was recovered/resolved. On 14-may-2018: correction following company internal quality review: event did not. Undergo an essure confirmation test was deleted. Listedness for abdominal pain lower was amended. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: fallopian tube"), device breakage ("fracturing of the device / surgical removal of coils") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, external hemorrhoids, vaginal odor, irregular periods, adenomyosis, endometrial polyp and pelvic adhesions. Concomitant products included bupropion hydrochloride (wellbutrin) since 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pain"), menorrhagia ("menorrhagia / abnormal bleeding menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"), 17 days after insertion of essure. In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain"), menopause ("menopausal") and abdominal pain ("abdominal pain"). The patient was treated with antidepressants, biotin, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingec on (B)(6) 2014- total hysterectomy (uterus and cervix removed) and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, genital haemorrhage, menorrhagia, mood swings, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, alopecia, weight increased, abdominal pain lower, menopause, anxiety and vaginal haemorrhage outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menopause, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not receive treatment for dysmenorrhea and lower stomach pain. Essure coil placed bilaterally w/o difficulty. 3 coils in right and 5 coils in left. Left coil dislodged but only 8- 10 coils show. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Pathology test - on (B)(6) 2014: the posterior serosal surface is smooth. There are no serosal nodules. Protruding from the uterine wall near the right proximal fallopian tube is ligamented 1 cm metal coil within the fallopian tube lumen. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received. Concomitant drug added. Event abdominal pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: fallopian tube"), device breakage ("fracturing of the device / surgical removal of coils") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), weight increased ("weight gain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, 2 months 5 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pain"), menorrhagia ("menorrhagia / abnormal bleeding menorrhagia"), abdominal pain lower ("lower stomach pain") and menopause ("menopausal"). The patient was treated with antidepressants, biotin, paracetamol (acetaminophen), surgery (hysterectomy, on (B)(6) 2014- total hysterectomy (uterus and cervix removed)) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, genital haemorrhage, menorrhagia, mood swings, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, alopecia, weight increased, abdominal pain lower, menopause, anxiety and vaginal haemorrhage outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menopause, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not receive treatment for dysmenorrhea and lower stomach pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Most recent follow-up information incorporated above includes: on 15-aug-2018: pfs received events " mood swings, depression and mental anguish, migration of essure device location of device: fallopian tube, menopause, vaginal hemorrhage " are added. Treatment drug added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: fallopian tube') and device breakage ('fracturing of the device / surgical removal of coils') in a 33-year-old female patient who had essure (batch no. 700648-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, external thrombosed hemorrhoids, vaginal odor, irregular periods, adenomyosis, endometrial polyp and pelvic adhesions. Concomitant products included bupropion hydrochloride (wellbutrin) since 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pain"), menorrhagia ("menorrhagia / abnormal bleeding menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"), 17 days after insertion of essure. In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain"), menopause ("menopausal") and abdominal pain ("abdominal pain"). The patient was treated with antidepressants, biotin, paracetamol (acetaminophen) and surgery (hysterectomy and total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, genital haemorrhage, menorrhagia, mood swings, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, alopecia, weight increased, abdominal pain lower, menopause, anxiety and vaginal haemorrhage outcome was unknown, the pelvic pain had not resolved and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menopause, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not receive treatment for dysmenorrhea and lower stomach pain. Essure coil placed bilaterally w/o difficulty. 3 coils in right and 5 coils in left. Left coil dislodged but only 8- 10coils show. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Pathology test - on (B)(6) 2014: the posterior serosal surface is smooth. There are no serosal nodules. Protruding from the uterine wall near the right proximal fallopian tube is ligamented 1 cm metal coil within the fallopian tube lumen. Lot number reported is (700648 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: fallopian tube') and device breakage ('fracturing of the device / surgical removal of coils') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, external thrombosed hemorrhoids, vaginal odor, irregular periods, adenomyosis, endometrial polyp and pelvic adhesions. Concomitant products included bupropion hydrochloride (wellbutrin) since 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pain"), menorrhagia ("menorrhagia / abnormal bleeding menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"), 17 days after insertion of essure. In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain"), menopause ("menopausal") and abdominal pain ("abdominal pain"). The patient was treated with antidepressants, biotin, paracetamol (acetaminophen) and surgery (hysterectomy and total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, genital haemorrhage, menorrhagia, mood swings, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, alopecia, weight increased, abdominal pain lower, menopause, anxiety and vaginal haemorrhage outcome was unknown, the pelvic pain had not resolved and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menopause, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not receive treatment for dysmenorrhea and lower stomach pain. Essure coil placed bilaterally w/o difficulty. 3 coils in right and 5 coils in left. Left coil dislodged but only 8- 10coils show. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Pathology test - on (B)(6) 2014: the posterior serosal surface is smooth. There are no serosal nodules. Protruding from the uterine wall near the right proximal fallopian tube is ligamented 1 cm metal coil within the fallopian tube lumen. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event pelvic pain outcome changed from recovered/ resolved to not recovered not resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: fallopian tube') and device breakage ('fracturing of the device / surgical removal of coils') in a 33-year-old female patient who had essure (batch no. 700648-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, external thrombosed hemorrhoids, vaginal odor, irregular periods, adenomyosis, endometrial polyp and pelvic adhesions. Concomitant products included bupropion hydrochloride (wellbutrin) since 2017. On (B)(6)2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pain"), menorrhagia ("menorrhagia / abnormal bleeding menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"), 17 days after insertion of essure. In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6)2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain"), menopause ("menopausal") and abdominal pain ("abdominal pain"). The patient was treated with antidepressants, biotin, paracetamol (acetaminophen) and surgery (hysterectomy and total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, genital haemorrhage, menorrhagia, mood swings, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, alopecia, weight increased, abdominal pain lower, menopause, anxiety and vaginal haemorrhage outcome was unknown, the pelvic pain had not resolved and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menopause, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not receive treatment for dysmenorrhea and lower stomach pain. Essure coil placed bilaterally w/o difficulty. 3 coils in right and 5 coils in left. Left coil dislodged but only 8- 10coils show. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Pathology test on (B)(6) 2014: the posterior serosal surface is smooth. There are no serosal nodules. Protruding from the uterine wall near the right proximal fallopian tube is ligamented 1 cm metal coil within the fallopian tube lumen. Most recent follow-up information incorporated above includes: on (B)(6)2020: update of information (batch is not valid) product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: fallopian tube') and device breakage ('fracturing of the device / surgical removal of coils') in a 33-year-old female patient who had essure (batch no. 700648) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, external thrombosed hemorrhoids, vaginal odor, irregular periods, adenomyosis, endometrial polyp and pelvic adhesions. Concomitant products included bupropion hydrochloride (wellbutrin) since 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pain"), menorrhagia ("menorrhagia / abnormal bleeding menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"), 17 days after insertion of essure. In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain"), menopause ("menopausal") and abdominal pain ("abdominal pain"). The patient was treated with antidepressants, biotin, paracetamol (acetaminophen) and surgery (hysterectomy and total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, genital haemorrhage, menorrhagia, mood swings, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, alopecia, weight increased, abdominal pain lower, menopause, anxiety and vaginal haemorrhage outcome was unknown, the pelvic pain had not resolved and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menopause, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage, and weight increased to be related to essure. The reporter commented: she did not receive treatment for dysmenorrhea and lower stomach pain. Essure coil placed bilaterally w/o difficulty. 3 coils in right and 5 coils in left. Left coil dislodged but only 8- 10 coils show. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Pathology test - on (B)(6) 2014: the posterior serosal surface is smooth. There are no serosal nodules. Protruding from the uterine wall near the right proximal fallopian tube is ligamented 1 cm metal coil within the fallopian tube lumen. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. On (B)(6) 2020: pfs received- lot number was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device breakage ("fracturing of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, device breakage and menorrhagia outcome was unknown. The reporter considered device breakage, device dislocation and menorrhagia to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.